Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of tubing broke from the fill chamber could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review for model 11448964 lot number 20028154 was performed. The search showed returned no results, and the lot number must be invalid. H3 other text : see h.10.

Event description:
It was reported that the sec set no ports w/hanger dehp free broke from the fill chamber while hanging it. The following information was provided by the initial reporter: "I wanted to bring to your attention that we had a secondary tubing break from the fill chamber when the rn was hanging it. Secondary set bd ref# 11448964, lot (10)20028154, exp: 2/18/2023. There was no patient harm or nursing harm, medication was remade without incident."

Manufacturer narrative:
The reported lot # [20028154] was not found for the reported catalog # [11448964]. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the sec set no ports w/hanger dehp free broke from the fill chamber while hanging it. The following information was provided by the initial reporter: "I wanted to bring to your attention that we had a secondary tubing break from the fill chamber when the rn was hanging it. Secondary set bd ref#: (B)(4), lot (10)20028154, exp: 2/18/2023. There was no patient harm or nursing harm, medication was remade without incident."